Event description:
A customer contacted baxter's technical service center to report an alarm on the homechoice machine. During the report, the customer stated that she had become disconnected earlier. Baxter contacted the patient regarding the disconnection. The patient stated that when she went to lay down, she noticed that her catheter was leaking. The patient noticed that the catheter and transfer set connection was loose and looked as though it was going to become separated. The patient felt that since she drained manually there may have been some fluid left over and that is why there was some leaking as all the fluid may not have come out. According to the patient she went to the hospital on (B)(6) 2010 and the nurse gave the her antibiotics. The patient also received a new transfer set at this time. The patient stated that she was fine. The nurse advised that if the patient starts to experience any symptoms to contact her. The lot number was unknown. No further information was provided.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. Since the lot number is unknown a batch review will not be performed.